Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012, due to pain, vaginal wall defect; dyspareunia. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of perineorrhaphy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4) - vaginal dryness. It was reported that following insertion the patient experienced urinary frequency, vaginal dryness, urgency, and vaginal itching.